Manufacturer narrative:
The controller was not returned for evaluation. Failure analysis could not be performed as the device was not returned. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a controller date error. The controller remains in use. The patient is a participant in the thoracotomy trial clinical study. No patient complications have been reported as a result of this event.